Manufacturer narrative:
It was reported to abbott that the patient was revised with a drg system. The report stated patient did not have enough relief with the scs system. The existing scs system was left in the patient and adequate therapy was resumed post drg system implant. The result of the investigation are inconclusive, and the root cause of the reported event is unknown as the device was not returned for analysis.

Event description:
Related manufacturers report number: 1627487-2019-04486.related manufacturers report number: 1627487-2019-04487.

Event description:
Related manufacturer reference number: 1627487-2019-04486. Related manufacturer reference number: 1627487-2019-04487. Additional information received indicated a drg system was implanted. The scs system was not removed and remains implanted in the patient. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturers report number: 1627487-2019-04486. Related manufacturers report number: 1627487-2019-04487. It was reported that the patient experienced recharge burden. Prior to ipg explant drg trail was completed per physician request. Patient underwent a successful drg trial. Surgical explant of sc system and placement of drg system may be taken in the future as patient experienced better relief with drg system.